Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl and for the low blood glucose was 40 mg/dl. Customer treated high blood glucose with syringes and bolus when need. Customer treated low blood glucose with anything that has sugar. Customer doesn't want to troubleshoot for high and low blood glucose and sending spare battery cap as per customer request.